Manufacturer narrative:
Report source g2 was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the image acquisition system (ias) system would shutdown when 3d exposure was being taken. Noise from the cabinet was heard and system shutdown. There was no patient involvement.  On inspection found power tray fuses is blown. After replacing fuses system not booting up normally showing generator not ready and no movements.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000860, product ID: bi71000468, product ID: bi71000469, ; product ID: bi71000861, h3 - a manufacturer representative went to the site to service the system. The power tray, power conversion enclosure, inverter, and tank were raplaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.